Event description:
A tip fell off of a acmi resectoscope during a procedure, while performing a surgical procedure the doctor noticed the end of the instrument was blocking his vision and went to remove it. After the instrument was removed it was noted that the tip of the continuous flow resectoscope was missing. It was found in the urinary bladder. The doctor was able to remove the entire piece before the end of the procedure. Device info: acmi was the manufacturer, part number eris cf 27, was removed, it was noted that the tip of the continuous flow resectoscope was missing. It was found in the urinary bladder. The doctor was able to remove the entire piece before the end of the procedure.